Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during planned coronary non-emergency treatment procedure was performed when the issue happened. The procedure was completed as planned by moving the patient to another room. The philips remote service engineer (rse) conducted a remote assessment and confirmed the reported problem. After reviewing the log, rse found no network connection to x-ray generator and found a malfunctioning xsc. Rse found the issue originates from the x-ray tube, as there was no filament current error before the generator shutdown. On onsite visit, fse replaced the x-segment control module, and the xrx tube was adapted and return the part for further analysis, and it found the xsc battery shows corrosion, possibly from liquid exposure to the generator. After replacing xsc certeray, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.